Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was shaking really bad today at around 1:30am, went to the emergency room (ER) because patient was having an anxiety attack and thought it was a heart attack. While at the hospital , patient continued to shake really bad and they were unable to change their settings using the patient programmer (pp) and cannot seem to do anything. It was stated that patient had a fall friday night. Poor coupling was reported, caller was asked to reposition the antenna over the ins, turn antenna dial through all 4 positions and the antenna locate (al) feature was reviewed. Caller used the pp to try to sync with the ins, and patient stated they see poor communication screen while using the pp with antenna. Caller used the pp without the antenna and the ins battery charge level depleted screen came on. The caller then used the ins recharger (insr) to try and charge the ins, but there was no coupling box filled on the bottom and stimulation was off. Al and recharge session were attempted and this resolved the poor coupling, as they were able to get 6-8 coupling bars. The ins status was checked and it was off. Patient was unable to turn stimulation on because the ins battery was depleted. It was recommended for the patient to continue charging the ins until it was half full and then turn stimulation on, and it was also recommended for the patient to follow up with the health care professional (hcp) regarding the fall to check and make sure everything was okay with the device. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the cause of ins battery depletion/ins being off was unknown. Regarding the fall, the patient stated that they lost balance and fell due to tremors. Patient was also able to turn the device back on after recharging and the shaking/anxiety was resolved.